Event description:
It was reported that during a surgical procedure at the user facility, the burs are not locking in the core impaction drill. The bur did fall out of the handpiece when it was running during a case. The bur did not fall into the patient's mouth. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the burs are not locking in the core impaction drill. The bur did fall out of the handpiece when it was running during a case. The bur did not fall into the patient's mouth. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for bur retention was confirmed by the technician through functional evaluation, disassembly and visual inspection. Through visual inspection, the driveshaft assembly was corroded.